Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a watchman flx pro procedure, a versacross connect laac was selected for use. There was a very small baseline effusion noted prior to procedure. Access was completed on right femoral vein. The watchman trusteer sheath and versacross connect wire were advanced to superior vena cava (svc). When dropped down on septum but the wire was not making contact with septum. It was decided to go back up to svc with wire to reattempt transseptal puncture (tsp). Implanter was unable to get wire back to svc so it was switched out with a j wire which was also unsuccessful getting back to svc. Implanter then used a 5f pigtail catheter to attempt to get back to svc and was still unsuccessful. The wires and catheter repeatedly went into right ventricular (rv) and pulmonary artery. The patient blood pressure started dropping and on transesophageal echocardiogram (tee), a 2cm right sided effusion was found. The procedure was aborted and physician completed a pericardiocentesis that drained 275cc dull red coloured fluid. The patient stabilized and fully recovered. The patient was hospitalized beyond standard of care. The patient was not under warfarin nor antiplatelet drugs at the time. The device is not expected to be returned for analysis (disposed). It was further confirmed that there was no difficulty with imaging. The j wire was non-boston scientific. Patient anatomy was difficult/rotated, which is why couldn't contact septum. Act was therapeutic. Patient was hemodynamically stable. Patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a watchman flx pro procedure, a versacross connect laac was selected for use. There was a very small baseline effusion noted prior to procedure. Access was completed on right femoral vein. The watchman trusteer sheath and versacross connect wire were advanced to superior vena cava (svc). When dropped down on septum but the wire was not making contact with septum. It was decided to go back up to svc with wire to reattempt transseptal puncture (tsp). Implanter was unable to get wire back to svc so it was switched out with a j wire which was also unsuccessful getting back to svc. Implanter then used a 5f pigtail catheter to attempt to get back to svc and was still unsuccessful. The wires and catheter repeatedly went into right ventricular (rv) and pulmonary artery. The patient blood pressure started dropping and on transesophageal echocardiogram (tee), a 2cm right sided effusion was found. The procedure was aborted and physician completed a pericardiocentesis that drained 275cc dull red coloured fluid. The patient stabilized and fully recovered. The patient was hospitalized beyond standard of care. The patient was not under warfarin nor antiplatelet drugs at the time. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.